Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The toshiba hd glenair camera was analyzed and found to have endoscope focus failure test. The endoscope was installed on in-house system and passed initialization and calibration test, however during the qap (quality assurance procedure) process, the camera head (on left eye, 2d) had a poor focus on the right side of the touchscreen and appeared dark. Pressing the focus button up and down made no change on the dark area. The right eye 2d appeared okay, and the 3d image appeared all good. Additional observation(s) not related to the return: the camera button pack was found to have tears. During button pad inspection, visual inspection found a deformity at one side of the rubber button pad. In addition, the button pad on the other side of the camera head was fully detached and was not returned with the camera.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the vision side cart (vsc) touchscreen image on the right side was darker than the other part. An intuitive surgical, inc. (Isi) clinical sales representative (csr) said this issue occurred in every procedure that day, and all other procedures were completed without patient harm. The isi technical service engineer (tse) reviewed the information and eliminated an endoscope failure as the cause of the issue. The isi csr was not on site and could not perform any troubleshooting. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse confirmed the vision side cart (vsc) touchscreen right side image was darker than other part, checked the camera and camera adapter, and performed calibration verification. The isi fse replaced the toshiba hd glenair camera. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.